Event description:
X-ray tech was preparing the device to take x-rays of a pt. While positioning the boom, arm that supports the tube head, a known defective safety pin either a) dislodged from the arm or b) was not in place at all (tech stated she is not sure) allowing the tube head to disengage from the arm. It should be noted that it is impossible for this pin to dislodge from the arm when inserted correctly. When the load (tube head assembly) cam off, the spring loaded arm sprang up and hit the tech. The following injuries were reported. Slight left ac joint separation, several bruises to the left clavicle area, neck and right wrist and a cut on the upper portion of the chest.

Manufacturer narrative:
The dealer stated during the initial phone call that the pin used to secure the tube head to the arm was known to be broken (safety clamp separated from pin). A replacement pin/clamp assembly was returned to del for eval. Eval summary: the defective pin was received at del for eval on 6/13/06. It was received with black electrical tape holding the safety clamp to the pin. The metal retaining clip that should hold the clamp to the pin was broken. Photos of the pin and clamp assembly were taken before and after the tape was removed. A production unit was evaluated. With the pin and safety clamp properly inserted in the arm, it is impossible for the pin to fall out. Even though the suspect pin and clamp assembly was broken, the pin could not have fallen out unless it was inserted upside-down. The defective pin/clamp assembly has been replaced and the tech has been instructed to check the pin for proper insertion before use. Conclusion: isolated incident. This device has been in production for more than 15 years. This is the first report of this fialure received by the MFR.